Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as device manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 additional device required captures the tool required to retrieve the mispositioned stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat a necrosing pancreatitis during a cystogastrostomy procedure performed on an unknown date. During the procedure, the stent migrated out to stomach. It was reported that a new stent was placed across cystogastrostomy to allow subsequent necrosectomy. There were no patient complications reported as a result of this event at this time.